Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol#": (B)(4) , as a result of warning letter cms#:(B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a spontaneous communication from patient to report no disposable alarm on pump. Patient tried to attach cassette to back up pump, same alarm. Patient mixed a new cassette and was able to resume infusion. Suspected faulty cassette. No adverse events resulted. No patient injury reported.